Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. After battery installation unit gave an unexpected partial display with horizontal lines. Unit passed the self test. Pump was cut open during visual inspection and found cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Unit p-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case, cracked battery tube threads, and cracked case on the battery tube side. Alleged cosmetic damage was confirmed where cracked battery tube threads and cracked case on the battery tube side was noted. Missing segments/partial display confirmed due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the battery compartment. The customer reported no adverse event. The event involved products mmt-1715kl. Troubleshooting was performed. The customer reported no adverse event. The customer dis-continue the use of the device. Mmt-1715kl was returned for analysis.